Event description:
The pt reported experiencing an infusion tubing separating at the luer connection. Her blood glucose elevated to 399 mg/dl and she had a dry mouth and a "funny sensation" in her mouth. Her normal blood glucose range is 80-120 mg/dl. The pt changed her infusion set and bolused to lower her blood glucose. The pt stated that her blood glucose returned to normal within two hours. The pt stated that she was not aware of the recall. The pt was educated on the recall. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.